Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that bilateral patient has felt pain in both of her hips. A significant amount of foreign body reaction, which was a granular off-yellow, soft, easily debrided collection, was reported by surgeon during patients right hip revision surgery. Patients left hip revision was reported in a separate complaint.